Event description:
Md was placing a h-v lumbar valve system by integra but found the valve broken off while closing incisions. He placed a strata ii valve instead. The broken pieces of the h-v valve were placed in a cup and put in a bag with the box the item came in.